Event description:
The customer observed falsely elevated parathyroid hormone results for one teen patient while using the architect intact pth assay. The customer indicated an initial result of 75 pg/ml (range provided 9-69). The sample was retested one week later after it had been frozen generating a result of 60 pg/ml. A new specimen was drawn from the patient which generated a result of 21 pg/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
On (B)(4) 2013 it was identified that the incorrect manufacturing location was incorrectly documented. A new manufacturer report number was generated to correct the manufacture location fields. Please refer to manufacturer report number 3002809144-2013-00134 for the corrected information. An evaluation is in-process.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.